Event description:
Two 500 ml bags filled/dispensed with tpn admixture ruptured along side seam at pt's home. Bags left pharmacy intact after filling. Incident occurred after bags had been stored in pt's refrigerator for 6 days. Rupture located in same location on each bag. Rupture seen as slit on back side of bags; facing printed side this would be back left side 4-5 inches up side of bag.